Manufacturer narrative:
The insulin pump passed delivery volume accuracy test also, the motor was tested outside of the device and passed.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarms or unexpected low battery alarms noted. The insulin pump had cracked case at the display window corners, cracked belt clip slot, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was unknown mg/dl. The customer did not received motor position encoder error in alarm . The customer stated that the alarm occurred when delivering basal rates. The customer reported they were able to complete pump rewind. The customer was advised that the alarm may be caused by viewing sensor glucose graph while pump is delivering a bolus. The customer was advised at this time displacement test and manual prime were successful and motor alarm did not recur. The customer was advised the alarm was caused by connection issue. The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was 35 mg/dl. The customer said she is at her doctor's office. The customer was treated by the paramedics through IV. The customer was advised that the device would be replaced.